Event description:
It was reported that the procedure was to treat a lesion in left iliac artery with mild calcification. The 6.00x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion; however during deployment the stent moved and deployed in healthy tissue. The stent was able to be removed by using a balloon and an introducer. There was no adverse patient sequela and there was no clinically significant delay reported. A non-abbott stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned stent. Only the stent was returned with visible blood and saline. The stent was returned dislodged. The stent was returned stretched, flared and bent. The reported malposition of the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported malposition. It may be possible that the delivery system interaction with the anatomy prevented smooth deployment causing the stent to jump forward under the retraction force of the deployment sheath, however, this could not be confirmed. The removal of the foreign body is due to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.